Event description:
A literature article described a single site cohort study which aimed to compare early postoperative patient-reported outcomes between multiportal robotic-assisted thoracoscopic surgery (m-rats) and uniportal video-assisted thoracoscopic surgery (u-vats) for non-small-cell lung cancer (nsclc). The study occurred from 7-apr-2021 to 28-feb-2023 and included a total of 762 patients. The first cohort included 151 patients who underwent m-rats and the second cohort included 611 patients who underwent u-vats. Of the m-rats patients, there were 49 males and 102 females with a median age of 55 and median bmi of 23.25. The article noted post-operative complications which included six pleural effusions with unspecified reinsertions, ten pneumothoraces requiring reintubation, and three active bleeding events which required blood transfusions. No other details of the complications were reported, and no specific demographics were provided for these patients. The corresponding author of the article has reported that there were no reported malfunctions of the da vinci system during the procedures described in the article and that the da vinci system did not cause or contribute to the complications mentioned in the study.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: kaixin zhang, wenwu liu, yingzhi zhao, xing wei et. Al, comparison of early postoperative patient-reported outcomes after multiportal robotic-assisted thoracoscopic surgery and uniportal video-assisted thoracoscopic surgery for non-small cell lung cancer, european journal of surgical oncology, volume 50, issue 9, 2024, 108481, issn 0748-7983, https://doi.org/10.1016/j.ejso.2024.108481 in section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. No specific demographics were provided for the patients. Study demographics in the robotic group included 151 patients with 49 males and 102 females, a median age of 55 years and median bmi of 23.5. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.